Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56 , serial: (b)(4, batch: (B)(4).

Event description:
It was reported that the experienced pain when leads were placed anatomically during a procedure. The physician aborted the case because he did not know if leads were causing pain or if patient laying in prone position caused pain. The leads were discarded per hospital policy and patient fully recovered postoperatively.

Event description:
It was reported that the experienced pain when leads were placed anatomically during a procedure. The physician aborted the case because he did not know if leads were causing pain or if patient laying in prone position caused pain. The leads were discarded per hospital policy and patient fully recovered postoperatively. Additional information was received that the cause of patient's pain was likely due to her stenosis worsening as the lead was placed in her epidural space per the physician.